Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she has had high blood glucose since getting her new insulin pump. Customer's blood glucose was 432 mg/dl. She treated with the device and manual injections. Customer experienced nausea and thirst a few times. In troubleshooting, the drive support cap appeared normal. Customer stated there are small champagne size air bubbles in the tubing, but there may be larger bubbles. She is unsure. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.